Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a posterior leaflet prolapse for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed and deployed. After deployment the clip opened from approximately 10 degrees to approximately 25 degrees. The clip remained stable on the leaflets and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a posterior leaflet prolapse for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed and deployed. After deployment the clip opened from approximately 10 degrees to approximately 25 degrees. The clip remained stable on the leaflets and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported clip open while locked (cowl) was due to device settling. There is no indication of a product issue with respect to manufacture, design, or labeling.